Event description:
Asr revision reported by sales rep; right; reason for revision: pain. As lot numbers have not been provided for any of the products, I am unable to determine: which cup was used (sz 50 asr cup) and consequently the manufacturing location/date/ 510k number; manufacturing dates for head and taper sleeve.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 8/4/2014 - medical records received. Upon revision, excessive debris filled fluid, staining in the capsule, a loose acetabular component, osteolysis, and a cyst were noted. The information received does not change the MDR decision. This complaint was updated on: 08/20/2014.